Manufacturer narrative:
Device was not returned for evaluation. Evaluation was not possible, as the device is not being returned (method code and results code). Review of the device history records were performed which confirmed no inconsistencies (method code). Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
During a shoulder arthroscopy it was reported that the device created shavings on the surrounding tissue. Surgeon noticed this used irrigation and suction to clear the flakes out of the shoulder and proceeded on without a backup device.